Manufacturer narrative:
(B)(4).

Event description:
It was reported that an insulation anomaly was observed via review of x-ray. The inner cables were visible outside of lead body. Hence, the lead was capped.